Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. It was further determined that the cause related to the loose turn knob defect was confirmed to be a design error, which has been escalated to a CAPA. The cause related to the other found defects were due to normal wear. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery oscillator device was sticky. The device was visually inspected, and it was determined that it failed visual inspection. It was further determined that the motor was worn, the device was corroded, the mode switch resistance was too low, and device contacts were damaged. During assessment, it was identified that the turn knob was loose. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, and mode switch-test. It was noted in the service order that there was a problem with the looking mechanism for the sawblade. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.